Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy procedure, on the first firing of the stapler, the stapler was difficult to remove from anastomosis and upon the removal staple line was incomplete. Two complete donuts, but needed to do hand sewn anastamosis. Surgical time was extended to 45 minutes to hand sew the anastomosis.